Event description:
A customer contacted beckman coulter (bec) reporting that less than 2 ml of lyse leaked from the lyse restrictor tubing in the coulter lh 500 hematology instrument. The customer also reported that the hemoglobin (hgb) controls displayed a high shift recovery on the instrument. The leak was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found a pinhole leak in the lyse restrictor tubing causing less than 2ml leak contained within the instrument. The fse replaced the restrictor tubing and verified hgb on controls within 1 sd of assay. Instrument precision was within specification. Failure mode: pinhole leak in lyse restrictor tubing. The customer was alerted by a shift in control recovery which indicated an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).